Manufacturer narrative:
Correction to include the suspect medical device information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Newton af clinical study: it was reported that an ablation procedure was completed on (B)(6) 2021 involving three intellanav stablepoint open-irrigated catheters. On (B)(6) 2021, the patient experienced some chest discomfort possibly from the ablation procedure. Diagnostic tests (wireless monitor) was performed on the patient. The patient's oral colchicine medication was adjusted/changed. The event was noted as resolved on (B)(6) 2021.

Event description:
Newton af clinical study - subject ID:(B)(6). It was reported that an ablation procedure was completed on (B)(6) 2021 involving three intellanav stablepoint open-irrigated catheters. On (B)(6) 2021, the patient experienced some chest discomfort possibly from the ablation procedure. Diagnostic tests (wireless monitor) was performed on the patient. The patient's oral medication was adjusted/changed to colchicine. The event was noted as resolved on (B)(6) 2021.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. There is no evidence this device was used in a manner inconsistent with the labeled indications. Correction: d4 from (B)(4)to (B)(4).

Event description:
(B)(6) clinical study. It was reported that an ablation procedure was completed on (B)(6) 2021 with a intellanav stablepoint open-irrigated. On (B)(6) 2021, the patient experienced some chest discomfort possibly from the ablation procedure. Diagnostic tests (wireless monitor) was performed on the patient. The patient's oral colchicine medication was adjusted/changed to colchicine. The event was noted as resolved on (B)(6) 2021.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.